Manufacturer narrative:
B3: date of event has been populated as 01/01/2024. The event date was not provided. Given that the presentation was given prior to the reporting date of 05/30/2025 and it explains the patient symptoms were reviewed 6 months post operatively, we can consider that the procedure took place sometime in 2024. Detailed product information was not provided to bsc. As the information was provided via a literature presentation review, a good faith effort to obtain the information was not possible. As there was no indication of product malfunction, and the complications occurred post operatively, the device was disposed of, and the detailed device information cannot be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Per review of presentation notes from the 2025 catheter ablation conference, it was reported that following pulmonary vein isolation (pvi) ablation for paroxysmal atrial fibrillation, the patient experienced gastroesophageal motility disorder. This 82-year-old woman with a bmi of 20 underwent pulmonary vein isolation (pvi) and left atrial roofline ablation (off-label) for the treatment of paroxysmal atrial fibrillation using a polarx catheter. A voltage map taken after the isolation (top left image) showed a narrow low-voltage area on the left atrial roof. Although this was considered to be due to the effects of cooling, a roof line was completed using radiofrequency ablation (20 to 30 w with ai target of 400) out of concern for future atrial tachycardia due to conduction disturbances. Approximately five (5) days postoperatively, the patient began experiencing abdominal bloating. Xray and CT imaging revealed gastric dilation, and a diagnosis of gastroesophageal motility disorder was made. After several days of fasting and IV fluids, conservative treatment was initiated with oral medications (rikkunshito, mosapride, and acotiamide). Symptoms began to improve over the course of 1 to 2 months post-procedure, and currently, more than six months after the procedure, the symptoms have almost completely resolved without medication. The device was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.